Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was "blue screen with no visible display". The customer reverted to an alternate method insulin therapy. The customer's blood glucose (bg) level was displayed as "low"; however, a specific value was not provided. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.